Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant the lead was tested with a competitors analyzer, the right ventricular lead exhibited high impedance. After repositioning multiple times with results and switched the analyzer cables the issue was not resolved. The physician elected to remove and place a new lead, however the impedance was still high, all other values were within normal range, the second lead remained implanted. The patient was stable prior during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.